Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemia event while using a dexcom g7, with a lowest glucometer reading of 51 mg/dl and a cgm low of 60 mg/dl; the patient self-treated with 15 grams of oral carbohydrates including glucose gel and subsequently recorded a blood glucose of 78 mg/dl after treatment. Symptoms included hypoglycemia with a sensation of forehead warmth. Outcomes included an unexpected medical intervention in the form of medication treatment with oral glucose; no serious injury or hospitalization occurred. Troubleshooting and education were completed, and the patient was advised to continue monitoring. Investigation included case triage and user coaching regarding proper low-glucose treatment and follow-up checks. Investigation of this case revealed no device malfunction and the cause of the event was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.